Event description:
Boston scientific received information that this device battery displayed one and a half years of life remaining, then one month later declared elective replacement time (ert). Automatic capture (ac) had been programmed on with a low threshold. The output increased from 1.1v to 3.5v. To date, no adverse patient effects were reported as a reuslt of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.